Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2010) is considered to be a best estimate. This MDR represents the composix l/p mesh (device 3). Additional supplemental emdr's were submitted to represent the composix kugel patch (device 1) and composix kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2009 - patient was diagnosed with symptomatic abdominal incisional hernia thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, ¿a midline skin incision was made over the scar tissue where the subcutaneous tissue was sharply divided. A large hernia sac was noted, which was dissected out. A composix kugel patch (device 1) was placed into the fascia and secure it with sutures.¿ on (B)(6) 2010 - patient was diagnosed with abdominal incisional hernia, adhesion thereby underwent open repair with explant of composix kugel patch (device 1) and implant of composix kugel patch (device 2). Per operative notes, ¿a midline skin incision was made in the old scar tissue. Previously placed composix kugel patch (device 1) had disrupted, which was removed. The hernia sac was dissected out. Lysis of adhesion was performed. A composix kugel patch (device 2) was placed into the fascia and secure it with sutures.¿ on (B)(6) 2011 ¿ patient was diagnosed with abdominal incisional hernia; adhesion thereby underwent open repair with explant of composix kugel patch (device 2) and implant of composix l/p mesh (device 3). Per operative notes, ¿a midline skin incision was made in the old scar tissue. The previously placed composix kugel patch (device 2) was identified. This was carefully dissected at the edge of the fascia. Two large hernia sacs were noted, which were dissected out. Lysis of adhesion was performed. A composix l/p mesh (device 3) was placed to the fascial defect and closed with sutures.¿ on (B)(6) 2015 ¿ patient was diagnosed with abdominal incisional hernia; adhesion thereby underwent open repair with explant of composix l/p mesh (device 3) and implant of xenmatrix mesh (device 4). Per operative notes, ¿a midline skin incision was made in the old scar tissue several small bowel adhesions were present, which were taken down. The hernia sac was dissected out. Previously placed composix l/p mesh (device 3) was removed. A xenmatrix mesh (device 4) was placed in the abdomen and secure it with sutures.¿